Manufacturer narrative:
Product analysis #(B)(4). Product analysis task update. Workordername : (B)(4). Analysis summary text : cable grade: a demo/eval unit: false imaging modalities p/f: pass inspection and operational tests p/f: pass mechanical inspection p/f: pass record type: o-arm. System checkout (closed) status: completed. Does the system perform as intended?: yes. Was stealth autoguide involved?: no. Were hardware parts replaced?: no. Other relevant device(s) are: product ID: b i71000797rpend, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that it was reported that the collimator initialization error message was present on the pendant. The representative attempted to restart the system but the issue persisted. The representative went to the site and the issue was not present. The representative performed some tests and there were no issue observed.